Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
On an unreported date, the patient experienced peritonitis, was admitted to the hospital and subsequently expired. Gentamycin 5 mg per l intraperitoneally (ip) and vancomycin 1.5 mg per l ip (frequencies not reported) were added to the peritoneal dialysis (pd) solutions as remedial treatment. On an unreported date, the patient experienced no blood pressure. The patient was admitted to an intensive care unit and the pd therapy was discontinued. On that same date, the patient died. The root cause of the peritonitis was not reported. No additional information was available at the time of this report.